Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl. At the time of incidence. Customer reported that the audio issue. Customer was declined to troubleshoot and report audio issue. The insulin pump will not be returned device for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.